Event description:
The device failed accuracy test with underdelivery. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Eval summary: the infusion pump was tested for flow accuracy at 100 ,l/hour, the infusion pump failed accuracy with a flow value of -7.5% from the desired amount. The spec of this device is +/-5%. A corrective and preventative action has been initiated.